Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic/pain') in an adult female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, cesarean section and appendectomy. Previously administered products included for an unreported indication: nuvaring from 2007 to 2008. Concurrent conditions included obesity. Concomitant products included intrauterine contraceptive device (iud nos) from 2008 to 2011 for contraception as well as venlafaxine hydrochloride (effexor) since 2013. In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2013, the patient experienced cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the weight increased, cystitis, female sexual dysfunction, anxiety, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2011 (pfs). Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Ultrasound uterus - on (B)(6) 2011: impression: 1. No pelvic masses visualized, 2. Essure in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: pfs and mr received. Lot number was added. New events added: abnormal bleeding (vaginal), menorrhagia, bladder infection, apareunia, anxiety, dysmenorrhea (cramping), fatigue. Concomitant drug, concomitant conditions, medical history, reporter, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic/pain') in an adult female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, cesarean section and appendectomy. Previously administered products included for an unreported indication: nuvaring from 2007 to 2008. Concurrent conditions included obesity. Concomitant products included intrauterine contraceptive device (iud nos) from 2008 to 2011 for contraception as well as venlafaxine hydrochloride (effexor) since 2013. In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In 2013, the patient experienced cystitis ("bladder infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the weight increased, cystitis, female sexual dysfunction, anxiety, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, cystitis, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2011 (pfs). Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Ultrasound uterus - on (B)(6) 2011: impression: 1. No pelvic masses visualized. 2. Essure in place. Lot number:761435 manufacturing date:2010-07 expiration date:2013-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 (summons) and (B)(6) 2011 (pfs). Patient received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed, weight gain. Lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.